Event description:
Information was received that the enclosure of the device appears to have melted. The patient was using the device at the time of the reported incident; however, there was no reported patient harm. The device has not been returned for evaluation. Based on previously reported complaints of this nature, a failure of the solder joint on the ac inlet may have contributed to the event.